Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Locking ring of the screw loosened. A different screw was placed.

Manufacturer narrative:
Investigation: the available components have been examined visually and microscopically with a keyence vhx 5000 digital microscope. Both screws show visible damages in the hexagon socket. Some segments of the locking rings are bent. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: without further knowledge and circumstances, we assume that the mentioned screws were positioned and/or driven with an incorrect angle. As a consequence the locking ring was levered only one or two petals pressed in an unusual way with high forces against the locking ring. This is the basic cause in ring loosening cases like this. No CAPA is necessary.